Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received software error bad pointer alarm and could not be cancelled. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
Unit received with e52 alarm loop during power up. Unable to perform self-test, displacement tests due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to analysis for e52 alarm complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Swapping out test interface boards confirms e52 alarmed is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label, scratched reservoir tube window. Unit received e52 alarm during power up is isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.